Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on an unknown date, it was observed that the fms vue pump device stopped working during the surgery. During in-house engineering evaluation, it was determined that the chamber holder on the device was broken. Another like device was used to complete the procedure with a delay of 20 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the ground stud is broken; the chamber holder is broken; bad pixel on screen, motors running unintentionally. The defective cpu board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The type of investigation and investigation summary have been updated to reflect the additional information: the complaint device was received at the service center and evaluated. It was reported that not working. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the ground stud is broken. The chamber holder is broken. Bad pixel on screen, motors running unintentionally. The defective cpu board were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Also, a photo was provided by the customer; upon visual inspection, only the information on the back of the device is identified. No additional findings. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.